Event description:
The customer reported that he had issues with the sensor not reading correctly. The sensor said he was running high but his blood glucose level was low. The insulin pump alarmed calibration error. The customer experienced a high blood glucose level of 451 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test and the senor failed per specifications.